Manufacturer narrative:
(B)(4). The device was not returned for analysis. As the exact lot number of the reported single leaflet device attachment (slda) clip could not be provided, lot history record review was performed for all three clips implanted during the initial procedure: cds0502, (B)(4) a review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported difficulty grasping and slda appears to be related to challenging patient pathology/morphology, as the restricted leaflets was reported to have made grasping difficult and likely resulted in inadequate leaflet insertion in the clip. The reported additional therapy/non-surgical treatment and hospitalization were a result of case-specific circumstances, as a second mitraclip procedure was performed on a later date. It should be noted that the mitraclip instructions for use (IFU) states to use echocardiographic imaging to verify satisfactory coaptation and insertion of both leaflets. While it was reported that there was difficulty with visualization during the procedure, it was reported that leaflet insertion was performed and deemed satisfactory. While it is possible the difficulties with visualization affected leaflet insertion, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial filed medwatch report, additional information was received: the second mitraclip procedure was performed on (B)(6) 2016. Two mitraclips were implanted without reported issue.

Manufacturer narrative:
(B)(4). Three lot numbers (51208u242, 51208u248, 51208u249) were provided; however, the exact lot for the complaint device is unknown. Investigation will be performed on all three lots. (B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other mitraclip is filed under a separate medwatch report number.

Event description:
This report is being filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, requiring intervention. It was reported that on (B)(6) 2016, a mitraclip procedure was performed to treat mixed, degenerative and functional mitral regurgitation (mr), grade 4, in a patient with extremely challenging anatomy, including restricted mitral valve leaflets and no leaflet coaptation. The patient was not a candidate for open heart surgery. Three mitraclips experienced difficulty grasping due to anatomy and visualization issues. All three mitraclips were implanted and the mr was reduced to 2. Good leaflet insertions were obtained and there were no adverse patient effects due to this. A few days later, on an unspecified date, it was noted that one of the three implanted clips had detached from one mitral valve leaflet and remained attached to another a single leaflet device attachment (slda). At the end of (B)(6), another mitraclip procedure was performed as treatment. The mr reduction was not sufficient, but there were no reported device issues. The patients cardiac condition worsened. At the beginning of (B)(6), on an unspecified date, the patient expired due to cardiac decompensation and cardiac failure. There was no additional information provided.